Event description:
The report stated that a patient expired after a procedure where a ligasure vessel sealing device and a forcetriad electrosurgical generator were thought to be used. The generator, which was put back into service after the incident, was checked out by the hosp biomedical engineer in 2008 and was found to have no problems. As the pt died several hrs after surgery, the site had no reason immediately after the procedure to keep the handpiece and it was discarded. More info was requested from the site including a narrative of the event, date of the event, more info as to the pt age, gender and co-morbidities and a copy of the autopsy results. The site has informed us that our questions will not be addressed.

Manufacturer narrative:
Date of initial report : 10/22/2008. The site has indicated that the incident sample has been discarded. If additional info pertinent to the incident is obtained, a follow-up report will be submitted.